Event description:
It was reported that the implantable neurostimulator (ins) was hot while in use or while recharging. It was stated that there were no temperature changes noted during the reprogramming session. It was noted that an impedance check had been done and the results were within normal limits. It was also stated that I took about 9 hours to charge the ins, which was noted as being too long. It was noted that the patient felt a burning sensation at the ins pocket. No new information received.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).